Event description:
It was reported that on (B)(6) 2025, a 31mm epic plus mitral valve was chosen for a procedure. During procedure, it was noted that the valve prosthesis got injured during the seating process. A new 31mm epic plus valve was chosen and completed the procedure.

Manufacturer narrative:
It was reported that during epic valve procedure the valve prosthesis got injured during the seating. The valve was returned to abbott and the investigation found one of the cusps was torn. No other anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined; however, field indicated that the damage was during implant procedure of the valve. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.